Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. No stuck buttons or number scrolling anomaly was noted. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It is reported that the customer had normal blood glucose levels of 118 mg/dl. The customer reported a keypad error alarm from the insulin pump while entering the bolus. The customer reported that the keypad of the insulin pump was non-responsive afterwards. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.